Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, over infusion during flow rate accuracy test was reproduced. Evaluation sent the device for flow rate testing and delivered with error percentage of 5.095. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified . The cause of the condition was determined to be pressure plate travel out of adjustment. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of over infusion delivered at a higher rate during flow rate testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h6 and h11: h11: the event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue.